Event description:
It was reported that the patient was rushed to the hospital due to the unit having a system error message. The unit was beeping, yellow light blinking and displayed a system error message. The inogen team attempted to contact patient for further information three times with no response.

Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.